Event description:
Boston scientific crm received information that during the initial needle stick to place the right ventricular lead, the physician accidentally created a pneumothorax when he punctured the patients lung. The physician completed the implant with the thought that there were no patient complications as a result. Later in the day, the patient began having issues, which were dealt with immediately. The patient is doing better now. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.